Event description:
A patient reported that her clamshell had fallen off of her exit site during therapy on the homechoice. The technical services representative referred the patient to her nurse for medical advise. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional relevant information is received, a follow-up will be submitted.